Event description:
During the device evaluation, it was observed the evis lucera elite colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found the water supply volume was out of standard value, the air supply volume was out of standard value, the angulation wires were worn, the bending angle of the up direction was out of standard value, the play of the up/down knob was out of standard value, an abnormal sound was made due to damage of the up/down knob, the adhesive on the protective coating of the bending portion of the device was cracked, the water removal function was out of standard value, there were scratches on the up/down knob, the right/left lock lever, the up/down lock lever, the camera cover, the flexibility adjustment ring, the right/left knob, the protector of the universal cord on the scope connector side, the scope connector cover unit, the switch box, the scope connector, the universal cord, the grip, and the connecting tube, the light guide lens was discolored, the objective lens was discolored, the scope connector had signs of corrosion, and the control unit was discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Examination of the device showed no physical damage near the area where the foreign material was found. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.